Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-06267. It was reported after a scs trial procedure the patient ((B)(6)) experienced sore neck and headache postoperatively. Additionally, the physician reported a cerebrospinal fluid leak during the procedure. Subsequently, the physician explanted the leads and the trial was terminated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-06267. Additional information received identified the physician stated the patient's condition was unrelated to the procedure/stimulator as it was discovered that the patient had a facet joint ganglion cyst.